Event description:
Co rec'd a report from co's office in denmark that a female consumer had complained of terrible pain and strongly reduced vision for three weeks after the use of oxysept 1 with b12 indicator. The contact lenses were placed in the solution at 23.30 the night before. At 9 am on the morning of oct 22 1997 the tablet had allegedly coloured the solution but the solution allegedly had not been neutralized. The lenses were inserted into both eyes resulting in "very serious damage" of the cornea of each eye. She went initially to her dr in private practice who flushed her eyes and put her on eye drops (type unk). She then went to an ophthalmologist and finally the hosp. F/u from the ophthalmologist indicated that on 10/22/97 the epithelia were missing over most of the cornea of both eyes. There was no ischemia of arteria or intraocular reaction. The diagnosis was bilateral corneal erosion. She rec'd acute hosp treatment and was treated with chloramphenicol ointment, voltaren eye drops and mydriacyl 1%. By 10/27/97 the epithelial erosion appeared to have gone although the vision was still blurred. Treatment was changed to viscous - chloramphenicol eye drops. By nov 10 1997 the corneal erosion had completely healed; however, the pt was still experiencing amblyopia of the left eye, which was very sensitive to light. Corrective treatment: initially; flushing of the eyes then (type unk) eyedrops, then; chloramphenicol ointment, voltaren eye drops, mydriacyl 1%, primperan 20 mg/panodil 1 g suppositories. Replaced after 5 days with viscous-chloramphenicol eye drops.